Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the operating room after use in the united states. The user reported that the elevator would not actuate all the way down, and that it felt like the elevator was "floating". The tech's who were staffing said that the d.e.c. Cap did "click" into place but still did not feel like it was very securely attached, involving a pentax medical accessory model oe-a63, lot number 0011089, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number unknown. The sales rep responded to the complaint handling unit good faith effort request via phone and email on 28-aug-2020. He confirmed the awareness date, event date, and event details. There was no reported serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The patient information was requested, but the user facility did not provide the information. The facility performs pre-procedural checks and use for products involved and follows accessory and reprocessing instructions for use(IFU). A device history record(DHR) was previously performed on 21-aug-2019 under form number (B)(4). The DHR review confirmed the endoscope was manufactured on 01-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2019.